Event description:
It was reported to covidien on (B)(6) 2011 that a pt had an issue with a peritoneal dialysis catheter. The surgeon found the peritoneal dialysis catheter leaking during operation. Checking the catheter, he found scarification on it. Because the catheter has been on the body of pt, he had to cut off and replace a length. No pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.